Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare professional (hcp) via a manufacturer representative (rep) reported a broken pump connector during troubleshooting of an separate event on (B)(6) 2015. The patient was receiving morphine (concentration 30mg/ml, dose 6.046), fentanyl (concentration 380mcg/ml , dose 76.59) and droperidol (concentration 40mg/ml, dose 8.062 ) via an implanted infusion pump for non-malignant pain and failed back surgery syndrome. The hcp was trying to remove the catheter from the pump and the connector would not release. The hcp was pinching the black dots when they pulled. The hcp then pulled harder and the plastic separated from the metal ring attached to the pump. The hcp used hemostats and continued to pull until the metal ring came off. They had to use clamps to compress the metal ring. The hcp requested another pump to implant because of the potential damage to the pump and the manipulation performed on the port. A new pump and pump catheter segment was attached to the original catheter. The event was listed as resolved. There were no reported patient symptoms. The lot numbers of the medications were not reported.

Manufacturer narrative:
Analysis of the catheter found difficultly with sutureless connector which led to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.